Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 20 mg/dl. Cause of bg level was unknown. Bg was treated via a glucagon shot. Reportedly, customer left the ER 3-4 hours later with customer in stable condition (bg 200 mg/dl).